Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 578 (mg/dl) for a week. Reportedly, the customer's health care provider altered the settings on the pump last month, and customer recently started a new type of birth control medication. Customer changed pump supplies and administered boluses to treat bg levels. System check with tandem technical support on 07/25/2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.